Manufacturer narrative:
(B)(4). The suture was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of the right common femoral vein was achieved using a proglide device with an 8.5f sheath after an electrophysiology ablation procedure. No access site imagining performed prior to proglide use. Reportedly, the knot was advanced and closed the venotomy. The suture trimmer was used to trim the suture and, during pressing the lever, the suture broke. When the suture was removed, there was a small amount of what was described to be a knot on the suture. Hemostasis was achieved with the device. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. Thirty minutes post-procedure the access site was noted to have no issues. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was not confirmed as the entire suture was returned intact. The reported irregular appearance was not confirmed as the suture was returned with the knot formed as intended. It was reported that a femoral angiogram or other imaging was not performed. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage (vascular injury) is a potential adverse event associated with the use of suture-mediated closure devices. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B1: adverse event/product problem. B2: outcome attributed to adverse event. H1: type of reported event.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, the knot was advanced and closed the venotomy. The suture trimmer was used to trim the suture and, during pressing the lever, the suture broke. When the suture was removed, there was a small amount of what was described to be a knot and subcutaneous tissue on the suture. There was no vessel damage noted. Hemostasis was achieved with manual arterial compression. There was no reported clinically significant delay in the procedure or therapy. Thirty minutes post-procedure the access site was noted to have no issues. No additional information was provided.